Manufacturer narrative:
Zoll medical corp has not received the device for eval and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient. The device's electrode became dislodged from the connector which appeared cracked. However, the device did deliver a shock to the patient. Complainant indicated that the patient subsequently expired.